Event description:
It was reported that the user experienced repeated ¿pairing failed¿ errors when attempting to pair a dexcom g7 sensor to the ilet, after several hours of attempts, until a new sensor was started and successfully entered warmup; the user was advised to contact the cgm manufacturer for replacement. Symptoms included none reported. Outcomes included temporary interruption of cgm data availability and dosing stops soon. Investigation included technical review and user troubleshooting. Investigation of this case revealed that the issue was resolved by replacing the cgm sensor, indicating a sensor or pairing anomaly. It was concluded that the event was related to cgm pairing failure, with the ilet functioning once a new sensor was initiated.